Manufacturer narrative:
There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms are a known risk associated with implants of these devices as indicated in the instructions for use (IFU). Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that the patient presented with exposed tubing of this inflatable penile prosthesis (ipp) and infection with pus at the site of the original incision. The physician removed the ipp and replaced it with a malleable penile prosthesis. No further patient complications were reported.